Event description:
Customer reported broken open door sensor on this pump. Broken sensor was found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to co's repair center for evaluation.